Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the needle mechanism were observed that could contribute to the reported needle mechanism failure. The needle mechanism was reset using the lock and load fixture and the pod deployed successfully. The pod data shows the pod ran for more than 200 pulses and showed typical user-device interaction. No problem was found.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pink slide did not move forward, is not visible in the viewing window and when the pod was removed the cannula was not visible, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.